Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with discomfort in the scrotum. A revision surgery was performed during which the physician confirmed that the device was functioning perfectly. However, the tubing length was too short, causing the pump to sit too high in the scrotum. The pump was explanted, and a new pump was implanted and positioned in a more dependent area of the scrotum. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.